Manufacturer narrative:
The device history record (DHR) review could not be performed since the lot number of device was not known. The subject device was returned wrapped around itself. Visual inspection revealed that the balloon catheter shaft was compressed at approximately 50.0cm from its proximal end. It was also kinked at approximately 53.0cm, 70.0cm and 78.0cm from its proximal end as well as wrinkled on several places along its length likely due to handling. The bonds were inspected under microscopy and found to be intact. No other anomalies were observed. During functional testing, the balloon failed to inflate and fluid was leaking between proximal shaft and strain relief. It is likely that the observed catheter damages could have caused the inner lumen fracture on the catheter shaft leading to the catheter shaft leakage. However, based on the information currently available a definitive cause of the observed inner lumen fracture could not be determined; therefore, an assignable cause of undeterminable was assigned.

Event description:
Analysis of the returned device revealed that the balloon was leaking between shaft and strain relief suggesting a potential inner lumen fracture. No consequences to the patient were reported.